Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with gastroparesis experienced recurrent hypoglycemia while using a black-and-white ilet pump, with lows sometimes reaching the device-indicated ¿low,¿ and required oral glucose for recovery; the user reportedly does not recognize hypoglycemia until alerted by the pump, and the healthcare provider and clinical teams initiated a new management strategy. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, disability, or other long-term sequelae. Investigation included case documentation and collaborative clinical troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear given concurrent clinical factors such as gastroparesis and user recognition dependent on device alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.